Event description:
A malfunction was reported on a pump, according to the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to report any recurring malfunction codes. No additional outcome information was provided.